Event description:
Patient reported three v-go devices that the needle button accidently released prior to the completion of the 24-hour period. Patient stated she is sure she did not activate the needle release button. The patient reported the devices were discarded.